Event description:
The customer reported that the system displayed an ma on error message. This error message will cause the system to shutdown un-commanded. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.